Manufacturer narrative:
Submission date of this report: 05/14/2007. Mfg event. Ross standard procedure includes attempting to obtain all required info from the source.

Event description:
Complainant reported disk of gastrostomy tube does not hold firmly allowing the skin disk to slide up and down. The pt is a male with a medical history of throat cancer and is unable to swallow due to paralysis of the throat. He has an 18 fr. Easy feed replacement gastrostomy tube list#50114 with a mature stoma approx 12 to 13 years old. The pt stated "the skin disk doesn't hold firmly allowing it to move up and down and the tube can only be kept in place with a clamp. Prior to each feeding, he has to find the correct placement which is easy to miss and this causes bleeding from his stoma and pain to his stomach wall; resulting in abnormal fluid leakage out of the stoma from time to time accompanied with internal bleeding evidenced on guaze bandage over skin disc".